Manufacturer narrative:
A provider contacted neuronetics to report that a patient experienced left-sided facial drooping after receiving 29 treatment sessions. Patient and his sister noticed the slight left-sided facial drooping the night before the patient's 30th treatment. Provider examined the patient when he arrived for his 30th treatment session, noting the slight facial droop as well as left-sided arm weakness. Provider sent patient to ER as they were concerned of possible stroke. Patient received CT scan in the ER which was normal. The ER doctor who examined patient attempted to admit patient for further assessment but patient refused and went home. Patient went on to complete his full course of treatment. Patient later received an MRI which was normal. Patient did have an appointment scheduled with a neurologist but canceled it and has not followed up. Provider made several attempts to follow up with the patient but was unsuccessful. Based on the limited information gathered from the provider, neuronetics is unable to determine the cause of the event.

Event description:
Neuronetics received a call from a provider reporting that one of their patients experienced a slight left-sided facial droop during his treatment course.